Event description:
It was reported that during a routine follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have exhibited oversensing of noise resulting in an inappropriate shock. The noise was able to be reproduced in clinic while touching the can. X-rays confirmed the electrode was fully inserted in the header with no indication of electrode damage. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further noise. This system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have exhibited oversensing of noise resulting in an inappropriate shock. The noise was able to be reproduced in clinic while touching the can. X-rays confirmed the electrode was fully inserted in the header with no indication of electrode damage. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further noise. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.